Event description:
It was reported to boston scientific that a capio slim was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2024, for the treatment of prolapse. During the procedure, the capio slim misfired. There were no patient complications as a result of the event. The procedure was completed with another of the same device.

Manufacturer narrative:
H6: imdrf device code a050502 captures the reportable event of misfire.